Event description:
It was reported that this right atrial (ra) lead was exhibiting low amplitude. Subsequently, the ra lead was explanted. Another ra lead was successfully implanted. No additional adverse patient effects were reported.